Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a low speed and pump stop events can be confirmed based on the submitted log files. The log file contained approximately 6 days of data, spanning from 15mar2019 19:26 to 21mar2019 11:36, which captured 2 low-speed events and 2 pump stops. Pump power, flow, and pi ranged from 3.9-6.3 watts, 2.9-6.2 lpm, and 3.9-7.0, respectively. The low-speed and pump stop events captured in the log file appeared to occur while the patient was supported by the patient cable and power module. Based on past history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined. Per the vad coordinator, the patient received the ungrounded cable and it did resolve the issues. The patient remains ongoing on ventricular assist device (vad) support using an ungrounded patient cable. The patient remains ongoing on vad support using an ungrounded patient cable. The heartmate ii left ventricular assist system instruction for use (IFU) outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low flow, low speed, and pump stops. The heartmate ii left ventricular assist system (lvas) patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year, 6 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2019 that the patient had an isolated pump stoppage log files were submitted and technical service noted during analysis that on (B)(6) 2019 20:27 noted a pump stop and multiple low speed operations which drop below the patients low speed limit of 8400 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. In order to prevent further interruption in support it may be beneficial to keep the vad connected to battery power until further investigation is completed. Below you stated you will be obtaining x-rays. These x-rays should show the entire percutaneous lead from its connection to the controller to where it attaches to the vad with as few twist/turns to the driveline as possible. Any other information such as if the percutaneous lead was exposed to any trauma, has the patient gained or lost a significant amount of weight or if specific patient torso movements caused alarms will be helpful in possibly identifying the area of concern. On (B)(6) 2019 15:09 noted an lcd fault which led to a yellow wrench alarm indicating ¿replace system controller¿. This is a temporary communication error between the display and main processor. This issue did resolve itself. No action is needed at this time. On (B)(6) 2019 15:30 x-rays were provided and review noted that they were unremarkable. On (B)(6) 2019 it was reported that the safest option for patient was to have an ungrounded cable for the time being. Requested to provide one for patient. No further information was provided.